Manufacturer narrative:
The returned dualwave arthroscopy fluid management system ar-6480 was visually inspected and showing no physical damage. Further review of the pump sub-assembly and components, showed no issues with the latch door or tubing connector. The returned ar-6480 assembled with the ar-6415 tubing were tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and functioned as intended with no error message and/or audible alarm triggered. Among the most common causes for this type of issue/occurrence are (1) unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or; (2) spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump. These conditions can trigger the alarm for pressure fault. Additional information has been entered in event description.

Event description:
It was reported that during a knee arthroscopy, the pressure setting was 35mmhg. It had not changed but the flow rate increased until 600ml/min and then compartment syndrome took place in the patient¿s knee area. Update 22-feb-2019: the pump did not show an error message and did not sound alarm. It cannot be excluded that there are consequential damages for patient. A second surgery was necessary. A surgical compartment splitting took place. Update 04-mar-2019: the surgery was not completed successfully. It had to be aborted. Date of second surgery is unknown.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee arthroscopy, the pressure setting was 35mmhg. It had not changed but the flow rate increased until 600ml/min and then compartment syndrome took place in the patient¿s knee area.